Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the lifevest. The rash was described as a prickly heat rash. The patient cardiologist advised the patient to leave the lifevest on as long as the patient was not itching and to use (B)(6) lotion on the skin. The patient's irritation has not worsened. The patient is in the care of his cardiologist.